Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had failed the electrical safety test. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was found that the alternating current (ac) power cord failed the electrical safety test for being out of specification. A quote for a replacement ac power cord and bench labor was provided to the customer and accepted. This investigation is ongoing.

Manufacturer narrative:
A bench service engineer (bse) replaced the ac power cord on (B)(6) 2025 to resolve the electrical safety test issue. Following the replacement of the ac power cord, the bse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.